Event description:
After vessel occluder was applied, several particles appeared in the wound that had the appearance of glass. Vessel occluder was later examined, and after opening device, particles were found inside rubber tube. It appeared that the hardened glue from the inside rubber tube was breaking loose and falling in the wound.